Event description:
It was reported that there was left hip revised. Sales rep is unaware of the medical reason for the revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other devices were added to this report: unknown accolade stem, unknown head, unknown cup, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.